Event description:
It was reported that pump displayed a cartridge change error and customer was unable to successfully load cartridge onto pump. There was no adverse impact to the customer¿s blood glucose level. Technical support guided customer through inspecting o-ring and pneumatic area, cleaning pump, using new cartridge, and repeating load process, after which customer successfully completed load process and resumed insulin delivery; no additional information was received regarding the final outcome beyond this resolution.